Manufacturer narrative:
A field service engineer (fse) was on-site. Per fse, qc has been acceptable. There was residual blood seen on top of the capped primary tubes. The customer has not been wiping off the residual blood as instructed in the bci IFU for this instrument. As of date, after wiping the top of the capped tubes prior to cap piercing and sample pickup or removing the tube cap prior to sampling, there have been no further incidents of erratic alt or ast results. The root cause for this event is the customer not following bci recommended labeling for sample tube preparation.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erratic (both high and low) aspartate aminotransferase (ast) and alanine aminotransferase (alt) serum patient results over the last 6 months generated by the unicel dxc 800 pro synchron clinical system. The samples were rerun on a different instrument and the results were reported outside of the laboratory. Some examples of the results were provided by the customer. There was no affect to patient treatment as a result of this event.